Event description:
The customer reported that during set-up for use (no patient in the room), the wireless laser footswitch was unable to be paired with the superpulsed laser system. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the serial number (corrected field: d4).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during set-up for use (no patient in the room), the wireless laser footswitch was unable to be paired with the superpulsed laser system. There were no reports of patient harm.